Manufacturer narrative:
An evaluation of the device cannot be performed as the device not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the patient's acetabular components were revised.

Manufacturer narrative:
An event regarding revision of acetabular components involving a trident psl ha cluster 50mm was reported. The event was not confirmed. Device evaluation not performed as no items were received. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient's acetabular components were revised.